Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37746, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that there was cerebrospinal fluid (csf) leak post-procedure. There was no patient injury but surgical intervention was required to repair dura with a blood patch. Surgery was scheduled for the following day. Patient symptom of headache was noted.

Manufacturer narrative:
(B)(4)